Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc on or about (B)(6) 2002 to treat stress urinary incontinence. It was alleged the plaintiff suffered and will continue to suffer pain, disability, impairment, loss of enjoyment of life, and inability to engage in chosen and necessary activities.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.